Manufacturer narrative:
The solitaire stent will not be returned for evaluation as it remains in the patient; therefore, product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire platinum stent separated from the pushwire. It was reported that the sheath and balloon guide catheter where placed in the patient. The guidewire was placed beyond the clot located in the proximal m1. The marksman catheter was placed beyond the clot and wire was exchanged for the solitaire platinum device. After waiting for 5 minutes the device was attempted to be retrieved but was unable to be pulled proximal. Attempts were made to advance the microcatheter, but it would not advance. It was then attempted to retrieving the solitaire one more time and the stent portion detached itself from the pushwire. The patient did not have reperfusion of the m1 branch. The solitaire was left in the m1. The catheter was removed, and aspiration catheters were inserted to open the vessel. However, neither of these options worked. The patient was reported to have come in with a large infarction and tici 0/1, total occlusion. Nihss of 23 pre-intervention. Tici score was 0 prior to procedure and remain unchanged post intervention.